Event description:
Customer called on (B)(6) 2011 reporting of a leak on lh 500 hematology analyzer. Customer stated that the leak appeared to be clenz but was unable to locate the source of the leak. Customer noted that fluid leak was noticed immediately when shutdown cycle was started. Customer was wearing proper personal protective equipment at the time of the leak and customer did not come in contact with the fluid. Customer reported that there was no impact to patient results as a result of the leak. The lab had exposure control/risk management plans in place and no report of exposure or injury was associated with the event field service engineer (fse) observed a leak in the tubing at pinch valve (pv) 49 due to a cut tubing. Fse proceeded to replace the tubing at pv49 and observed no further evidence of leaking. Repairs were then verified per established procedures and results meet published performance specifications.

Manufacturer narrative:
Field service engineer (fse) observed a leak in the tubing at pinch valve (pv) 49 due to a cut tubing. Fse proceeded to replace the tubing at pv49 and observed no further evidence of leaking. Repairs were then verified per established procedures and results meet published performance specifications. (B)(4).